Manufacturer narrative:
Terumo received the actual device, and upon eval the complaint was confirmed. The unit was found to leak from a crack at the adapter cap. It is likely that the unit was weakened by a basic buffer solution and subjected to an external force, which created a crack on the parting line of the threads. As no lot number is known, a review of the complaint files could not confirm that there have been previous reports for this lot. The device history record did not indicate any production related problems. All available info has been placed on file in quality management for appropriate tracking, trending, and f/u. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, the shunt sensor leaked. The product was changed out. There was approx 10cc of blood loss. The surgery was not delayed and was completed successfully. The patient was not injury.